Event description:
It was reported that in a case using topical skin adhesive, there was puddling after application and when the dressing was removed from the pt's port site after the access needle was removed, it took part of the pt's skin off. The pt had to come back to have the port removed from the site and replaced elsewhere. Additional info has been requested.

Manufacturer narrative:
(B)(4) - adhesive bonded items to patient. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.